Event description:
It was reported that during a procedure at the user facility the cordless driver 2 was overheating and a small amount of smoke was noticed coming from the end of the device. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, the cordless driver 2 was overheating and a small amount of smoke was noticed coming from the end of the device. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The engineering technician was able to confirm the reported event. There was evidence of non-stryker repair work, which may have caused the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.